Event description:
It was reported by service report that the head left side rail does not lock in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - timing link, latch.